Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(4) 2016. No additional event or patient information is available. Data was provided for review; however, inaccurate cgm values could not be found. A root cause could not be determined via data.